Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the left ventricle lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. The left ventricle lead was explanted and replaced. Patient was stable.